Event description:
It was reported that when the ventilator was plugged into external power, the ventilator shuts down. The ventilator works fine on internal battery. The pt was placed on a back up ventilator. No pt harm reported.